Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after the catheter was inserted with a competitor guidewire, contrast imaging was employed with a competitor balloon. It is suspected that the balloon may have been overexpanded relative to the vessel diameter, which resulted in dissection of the main trunk of the coronary sinus. No rupture occurred. However, a false lumen remains. The effects were determined to be minor, thus the implant procedure was continued and completed. The supervising physician indicated that the dissection was more likely caused by the contrast balloon rather than from the catheter. No further patient complications have been reported as a result of this event.